Event description:
It was reported that during a da vinci s hysterectomy procedure, it was observed that the plastic piece on the monopolar curved scissors (mcs) instrument was burnt. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted. The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis (metal, not plastic) exhibits a char mark, with the silicone proximal clevis seal exhibiting material removal. Visual inspection shows a char mark on the proximal clevis, directly above the window that reveals the proximal clevis seal. The clevis seal has a .085 x .025 section directly below the char mark that exhibits material removal. Engineering concluded that while the evidence is inconclusive, damage to the instrument indicates that an arcing event occurred. The clevis does not have any burrs or sharp edges near the damaged section. The instrument passed electrical continuity testing. No other damage was found. Although the mcs tip cover accessory used in conjunction with the monopolar curved scissors instrument was not returned for evaluation, engineering found that the location of the damage on the returned instrument's proximal clevis roughly aligns where the tip cover accessory silicone and ultem sleeve meet.